Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they were not getting insulin. The customer stated that they had high blood glucose of 600 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.